Event description:
Approximately around (B)(6) the line was blocked and leakage noted below the bifurcation. The line was repaired and the line further blocked. Alcohol was used to remove blockage and the line is working well now.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.